Event description:
It was reported that the patient had difficulty charging and communicating the implantable pulse generator (ipg) with the remote control. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.